Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued an RMA requesting that the instrument be returned in order to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using the mega needle driver instrument and the "mouth" of the instrument broke, and wires became exposed. No patient injury was reported. Procedure was completed.